Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some issues with the insulin pump. Caller stated that the insulin pump was delivering, but not the right amount of insulin. Caller also stated that the insulin pump is broken. Nothing further was reported.